Manufacturer narrative:
Device available for evaluation: product ID : 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type : lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type : lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type : lead. Product ID : 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type : lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-nov-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The patient reported a loss of pain relief from her spinal cord stimulator (scs). The patient reported a fall prior to the loss of pain relief. No diagnostics or troubleshooting had been performed as of yet. The patient changed programs on her own. The patient is going to be seen by the physician on 1/20. Additional information received from the manufacturer representative reported that an x-ray was done and showed the leads migrated slightly. The patient was reprogrammed based on the x-ray and the issue was resolved.